Manufacturer narrative:
Device monitored for several days. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed a21 error test, displacement test and self test. No unexpected failed battery alarm anomalies noted. Device received with stripped battery cap coin slot. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were non responsive, insulin pump rejected batteries and battery cap was threaded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.